Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the radiolucent aiming arm/frn piriformis fossa (part # 03.033.002, lot # l699803) was received at us cq. A portion of the cam lock for radiolucent aiming arm (part # 03.010.497, lot # t157092) was broken off. The cam lock is a sub-component of the radiolucent aiming arm. The rest of the cam lock is still attached to the arm. There are no defects with the body of the aiming arm. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed due to post-manufacturing damage. Document/specification review: the relevant drawings were reviewed; conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part number: 03.033.002. Lot number: l699803. Manufacturing site: hägendorf. Release to warehouse date: 27. Feb. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. B2: hospitalization initial/prolonged was selected inadvertently in initial report. This selection is not applicable as there was no patient involvement reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, one of the femoral recon nail (frn) aiming arms was discovered to have a broken locking tab. The reported device was not use on a patient and was believed that it was dropped by the hospital personnel and was damaged going through decontamination process. There were no patient and surgical involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Awareness date reported on follow up 1 report as december 14, 2019 but should have been january 21, 2020. This report was not late. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.